Manufacturer narrative:
H3, h6: product bi71000273, lot number: 457545 rev. 1, was returned and analyzed. The slides exhibited scuffs and scratches that were consistent with normal use, normal wear and tear. The screws were bent and broken. Codes b01, c07, and d02 apply. Product bi71000429, w1803120332 rev. 8, was returned and analyzed. The winch assembly had no failures during testing. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID:bi71000429 (serial/lot: unknown) and product ID: bi71000273, (serial/lot: unknown). H3, h6) the system was serviced in the field and the broken screws were extracted from the door slides. The door slides, door winch, and cable were replaced. The unit was tested and proper operation was verified. Codes b01, c07, and d02 are applicable.  H6) multiple annex a codes were applied to capture the event. Annex a: a150204 captures the gantry not opening and the annex a a0508 captures the audible snap heard within the ias. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to open the image acquisition system (ias) gantry. Emergency manual gantry door opening was performed using the ratcheting handle and an audible snap was heard within the ias. At the time of the call the gantry was around the patient bed with a patient on the table. The surgery was rescheduled and the patient was reported to be stable.

Manufacturer narrative:
H3, h6) the product ID: bi71000273, lot number: 457545 rev. 1 returned to the manufacturer on 05-jun-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. H3, h6) the product ID: bi71000429, lot number: w1803120332 rev. 8 returned to the manufacturer on 10-jun-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.